Event description:
A certified surgical technician at the user facility reports that during intraocular lens (iol) implant surgery, the iol did not fold properly and the incision was enlarged. Additional info has been requested.